Event description:
Per cnss (B)(6), I rn. High pressure alarms on cadd pumps. Patient was admitted today for a change of her central line. Spoke with patient and she reports having high pressure alarms on both pumps and was admitted to the hospital today to have her central line replaced. Patient has a new single lumen hickman." No additional information reported at this time. Reported to (B)(6) by health professional. Ref report: mw5150060.